Manufacturer narrative:
Corrected fields: b1 - adverse event/product problem. B2 - outcomes attributed to ae. D7a - single use device. H1 - type of reportable event. H6 - adverse event problem - health effect - clinical code. Health effect - impact code. The suspected pump was not returned for evaluation. Therefore, the customer allegation could not be confirmed, and a probable cause could not be determined as the device was not returned for evaluation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural pump appeared to be infusing, was calculating volumes infused, bolus given, showed volume in epidural bag remaining to be 12 ml and that 88 ml had infused, however, the epidural bag was full, and the patient had inadequate pain control. When they further assessed, the epidural had not been infusing despite the pump showing it had been. The patient experienced unnecessary pain as a result of this. Anesthesia had to bolus the patient multiple times to manage her labor pain and the pump was changed. They received fentanyl or bupivacaine 16ml per hour. They received fentanyl 2mcg per ml bupivacaine 0.062 percent. The patient was pregnant. They also received oxytocin and lr through their peripheral ivs, lidocaine for epidural test dose. The event occurred while in use with patient and there was a patient harm.